Event description:
Catheter was placed in 2002. Before starting the dialysis session later in the same month, a crack was discovered in the arterial connector. The catheter was replaced and the dialysis session was carried out. No patient injury. No other information provided.